Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door could not open. The manually open door process was performed, but this did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: the lot number of the control box was 111846300. H3, h6: the control box was returned for product analysis. The control box was installed into test system c1396 for several days. The system booted and readied. The representative performed a motion calibration and it passed. Door functioned correctly multiple times, motion travel on all axes was smooth and functional. The representative performed 2d and 3d imaging, both were successful. No fault found while under test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429 product ID: bi71000442 h3, h6: a medtronic representative went to the site to perform a system check out and they found the door could not be opened and closed even by manually movement. The track block of the door winch wire rope was damaged. The representative replaced the track block and door winch, and then the test door opened and closed. The system did not move smoothly so the gantry controller box was also replaced. All tests passed and the system was good for use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a hardware analysis was performed on the returned kit svc bi71000429 door winch replacement. The issue was unable to be confirmed. The test winch motor assembly passed motion forward and backward tests, the brake engaged and disengaged as normal. The drive assembly functioned as normal. No fault was found with the function of the returned door winch assembly. H6: c19 and d14 apply to the returned concomitant product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.